Event description:
Initial reporter indicated that the physician's handheld computer with 7.1 programming software was having some reccurring issues. Reported "it freezes up all of the time and is really becoming a problem." Good faith attempts are being made for add'l info surrounding the event. The product is at the manufacturer pending product analysis completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.